Manufacturer narrative:
The investigation has been completed. The impella and data logs were not returned for review. The suction alarms was most likely related to positioning issue. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. Based on clinical description, the root cause of positioning issue was most likely use related. As the necessary information was not provided, the root cause of the ventricular fibrillation was not determined. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.6 codes 4639, 3009 and 2954 were reported incorrectly on the previously submitted report in accordance with updated procedures. The correct codes have been added to medical device problem codes. .h.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.

Event description:
The user facility reported an 80-year-old male patient in st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed a hematoma and heparin was paused. Manual pressure was held as treatment. Additionally, the patient had ventricular fibrillation (vf) on support. It was uncertain if the vf was caused by the pump's position. Furthermore, the pump had low pump flows and positioning issues. There were persistent suction alarms and p-3. An echocardiogram confirmed the pump was shallow. The decision was made to explant the impella. The patient was reported to be stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.